Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic deformed and the haptic torn, bent and deformed. Dimensional inspection did not find the lens to be within specifications. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -5.5/+2.5/093 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a same size different axis lens due to low vault. The problem was resolved. The cause of the event is reported as unknown.